Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring in the 20 mg/dl range with accompanying symptoms of vision issues and unsteadiness. The reporter stated emergency medical services were called and the emergency respondents administered glucagon injection to the patient for treatment of the hypoglycemia. The reporter stated that the patient also had pancreatitis that may have contributed to this alleged adverse event. The reporter stated that the time and date on the insulin pump reset to the factory default setting when the battery is removed for less than 24 hours. The pump prompts the user to confirm the time and date settings on the verify screen after a battery change or restart. This complaint is being reported because the patient alleged hypoglycemia while on insulin pump therapy and the alleged time/date reset issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.